Event description:
It was reported that the maryland bipolar forceps instrument had a broken cable. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument pitch down cable was broken at the distal clevis and the pitch up cable was frayed at the distal clevis. Both the distal and proximal clevis were free of burrs. Engineering also observed that material was removed at the distal end of the instrument main tube. The cause of the damage cannot be determined.